Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was approximately 500 mg/dl; cause was unknown. A correction bolus via the pump was administered to address elevated bg. Reportedly, the pump supplies were changed to address the issue. Customer reverted to an alternate pump for insulin therapy.